Event description:
It was reported that the patient went to the healthcare provider¿s (hcp's) office the day prior to the report and this implantable neurostimulator (ins) for the left arm had quit and was ¿not working.¿ the patient¿s device was interrogated and was informed the device had reached its ¿maximum capacity.¿ this was reportedly in just 22 months after it was implanted. It was noted that the patient was advised he was going to have it replaced because it was the left hand and it was ¿going wild¿ and was ¿all over the place.¿ the patient wasn¿t looking to have the device replaced after 22 months. The reporter indicated that the patient¿s tremor came back a ¿whole lot worse¿ when his device failed. The reporter indicated that the patient was informed that his tremors were ¿hard to control.¿ the patient reportedly picked up the left arm and it was doing a ¿funky chicken.¿ approximately two weeks later, it was reported that the manufacturer¿s representative was working with the patient¿s hcp to get the patient scheduled for a replacement. If additional information becomes available, a follow-up report will be submitted. Refer to manufacturer's report # 3004209178-2013-11807 for additional patient information.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011: product type implantable neurostimulator; product ID 3387s-40, lot# v099194, implanted: (B)(6) 2008: product type lead; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 37642, serial# (B)(4): product type programmer; patient product ID 3387s-40, lot# v099194, implanted: (B)(6) 2008: product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2011: product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the revision had not been scheduled. It was noted that the patient was given the referral information for two nearby implanting centers. It was noted that the patient did not currently have a managing physician other than the implanting neurosurgeon. Additional information received reported that the surgeon was trying to find a window for surgery. It was noted by the patient that the stimulators would be replace in a week or so. It was noted that the patient wanted a rechargeable device to minimize the surgeries. It was noted that the implanting centers in the patient's area did not implant rechargeable devices. It was noted that the patient was setup to see another managing neurologist for deep brain stimulation management. It was noted that the patient still had concerns with the device but was working with their doctor. It was noted that there was no current appointment date.